Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on our current trends, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There has been one other complaint reported in the lot number (which was for the first lens that was not implanted in the eye because the surgeon decided to stop the surgery). Additional information was requested and received. No further information is expected. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, there was a "sudden, very high vitreal pressure" and due to this, he had to abandon lens implantation. Two weeks later in a second surgical procedure, the lens was implanted but the same problem occurred where there was normal intraocular pressure (iop) at the start, then a strong iop increase with strong vitreal pressure at the end after irrigation. The surgeon reported the capsule ruptured at implantation, but without real consequences [to the patient]. Postoperatively, the visus is optimal, even without correction; and the iop was normal. The surgeon believes the event may be due to a form of malignant glaucoma. No further information is expected.